Manufacturer narrative:
The customer provided one (1) patient sample for interference testing to the beckman coulter (bec) marseilles complaint handling unit (chu). The patient's sample was first tested neat and recovered with an access b12 result within normal reference range of the assay. This result confirmed the reproducible normal results obtained by the customer. Dilution testing was then performed which resulted with non-linear results. Interference testing, using a mix of different blockers including alkaline phosphatase, was then performed. The result of the interference testing did not lower the signal of the patient's sample. This type of interference could not be determined. In conclusion, the investigation demonstrated that some form of unknown interference is the cause of the reproducible normal access b12 results as dilution testing produced non-linear results.

Manufacturer narrative:
The customer did not supply patient demographic information such as the patient's exact date of birth and weight. Initial customer's phone is (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to verify instrument peformance as there were no hardware errors in conjunction with this event. There is no indication that the customer sent the access b12 reagent to bec for further evaluation. The customer has not sent any patient sample to bec for testing to date. There were no errors, system flags or event log messages in conjunction with this event. In conclusion, the cause of the reproducible, normal access b12 results could not be determined with the information provided.

Event description:
The customer reported obtaining reproducible, normal vitamin b12 (access b12) results for one (1) patient since (B)(6) 2016 on the laboratory's unicel dxi 600 access immunoassay system serial number (B)(4). On (B)(6) 2016 the customer obtained an access b12 result within the normal reference range of the assay for the patient. This sample was then sent to a reference laboratory and tested on an alternate methodology (roche elecsys) which produced a discordant result below the normal reference range of the assay. The normal access b12 results were released from the laboratory. There was a change in patient management in conjunction with the normal access b12 results as the patient's vitamin b12 treatments were delayed until after receiving the roche result in (B)(6) of 2016. System verification parameters such as qc (quality controls), calibrations and system checks were performing within assay and laboratory specifications at the time of the event. There were no reports of issues with other analytes, samples or the hardware in conjunction with this event. The patient's sample was collected in a 5 ml (milliliter) serum tube with a gel separator which was centrifuged for ten (10) minutes at 3,000 rpm (revolutions per minute) at room temperature. There were no reports of any sample integrity issues in conjunction with this event.